Event description:
The patient's blood sugar apparently bottomed out while making breakfast. The patient's girlfriend came down and discovered the patient unresponsive and having a seizure on the kitchen floor. The patient's girlfriend tried to dial 911 four times but each time the (B)(4) was trying to make a connection out and would not release the line. On the fifth try, the patient's girlfriend was able to get a dial tone and dial 911. When paramedics arrived they determined the issue was with the patient's blood sugar levels ad were able to take care of the patient without having to take him to the hospital. Currently, the patient is doing okay with no apparent issues from this episode.